Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and surgery occurred. The lesion was pre-dilated, unk type and size balloon, however the distal portion of the lesion was not dilated well due to calcification. The physician deployed a taxus express2 2.5x20mm drug eluting stent at 18 atms to the 95% stenosed lesion located in the mid left anterior descending (lad) artery. The stent was post dilated, unk type and size balloon. There was a 25% residual stenosis in the distal lesion. No pt complications were reported. Aspirin and clopidogrel were prescribed post procedure. Twenty seven days post procedure the pt was changed from plavix and aspirin to cilostazol due to melaena. Approx one month post implantation, the pt presented with chest pain, decreased blood pressure and an abnormal electrocardiogram. Angiography confirmed a thrombotic occlusion in the mid portion of the previously implanted taxus stent. An aspiration catheter was used and timi iii flow was achieved, but the distal portion of the target lesion was severely calcified and the pt was transferred to another hosp for coronary artery bypass grafting surgery (CABG). The CABG was completed successfully and pt status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A ship history was performed which indicated that no batch was shipped to this customer. The most probable root cause is determined to be anticipated procedural complication.